Event description:
It was reported that the patient underwent a surgical procedure in (B)(6) 2010 to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, bleeding, infection, discharge, odor, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent surgical procedure concurrently with laparoscopic cholecystectomy and open umbilical hernia repair. It was reported that following insertion the patient experienced blood loss, urinary problems, and recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.